Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had hardware failure. A field service engineer (fse) found issue with the legacy full height cubie drawer and reported that they would postpone the call the next day to pick up a full height enhanced cubie drawer from the depot and swap it out. No repair information was available. Additional information will be added to the record if and when the information is received.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.